Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting high blood glucose while wearing his insulin pump. She said yesterday she inserted a new infusion set before breakfast. After eating breakfast, customer programmed a bolus delivery, but never hit the button to bolus. She thought she had received the bolus delivery but found out later when she checked her bolus wizard that she it had never been delivered. Her blood glucose at lunch was high, and in the evening it was 454 mg/dl. Customer continued to eat and bolus since then, but has been in the high 400s since missing the first bolus. She has been treating with manual injections. Her last blood glucose today was 457 mg/dl. She experienced dry mouth, lightheadedness, and an upset stomach. Customer also said about a month ago she had a high blood glucose event where she ended up in the hospital, but provided no information about that. The device passed all troubleshooting, including the high pressure test. However, the cannula was bent. Nothing further reported.